Event description:
It was reported by an attorney that patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016. It was reported that the patient experienced severe pain and chronic pain/discomfort, dense inflammation, dense adhesions, adhesions to small intestine, dense scarring and abdominal wall reconstruction. It was reported that the patient had a previous mesh implanted on (B)(6) 2014 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.